Event description:
It was reported that a non-dehp intravia bag leaked from the blue seal on the port that the nurses spike. It was stated that no other issues were noted with the bag or the packaging. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.